Event description:
It was reported that the patient presented in the emergency room after receiving patient notification on high voltage (hv) lead impedance. The patient was not symptomatic. The impedance trend appeared to be stabled but measured 125 ohms on the right ventricular (rv) to superior venacava (svc) and rv to can vectors. The svc to can measured 100 ohms. Further information could not be obtained.